Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced dizziness, and shortness of breath while being evaluated with a 30-day external cardiac monitor for loss of consciousness. The patient reported that their handset would not turn on despite being fully charged, but was able to turn it on during troubleshooting and had previously reset the handset with assistance. The patient described increased dizziness when the cardiac monitor was in use, with electrodes placed within an inch and a quarter of the implantable neurostimulator. The patient removed the batteries from the cardiac monitor, after which the symptoms resolved. There was a possible concern for electromagnetic interference between the cardiac monitor and the deep brain stimulation device. It was reviewed that monitoring devices typically should not affect deep brain stimulation, but devices generating electromagnetic interference could potentially cause changes in therapy or side effects. Recommendations included creating distance between the cardiac monitor and the deep brain stimulation device or turning off the deep brain stimulation device if medically appropriate to assess changes in symptoms. The patient was advised to follow up with their cardiologist. No patient complications h ave been reported as a result of this event. It was reported that the patient stated they had trouble with their handset a couple of weeks ago, as it would turn on but then go blank, requiring multiple reboots, and would only briefly display a battery level before turning off again. The patient attempted to charge the handset using different cords and outlets but it would only reach 13% before going black again, leading them to believe the handset was not holding a charge.the monitor was placed near the implantable neurostimulator (ins), and while wearing it, the patient experienced increased dizziness and shortness of breath, which improved somewhat after removing the monitor. The patient¿s pcp and cardiology team, as well as a manufacturer representative, were involved in the case; the representative noted it was possible, though unlikely, that the heart monitor could interfere with the dbs system. Cardiac monitoring revealed normal sinus rhythm with a few premature ventricular contractions, and an EKG was also normal, essentially ruling out arrhythmia as the cause of syncope. The patient expressed interest in MRI or CT imaging for further diagnosis and inquired about compatibility and potential electromagnetic interference between the heart monitor and dbs system. Patient services reviewed MRI compatibility and mode, and advised the patient to follow up with their healthcare provider to discuss concerns and MRI reporting. The call ended abruptly as the patient was called into an endocrinology appointment for elevated metanephrine levels, and further details could not be collected. Patient services noted the patient was difficult to follow at times and did their best to document the information provided.